Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse confirmed the customer reported issue of retention time (rt) at .62 minutes and flow factor at 1.27 ml/min. The fse replaced the check valves and the flow factor (ff) was changed to 1.06 ml/min. The rt was now at .59 minutes. The fse ran calibrators and controls. All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further actions were required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2018, which included data from 6 may 2017 through 6 june 2018. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause for the reported event was the inlet and outlet check valves were defective.

Event description:
A customer reported that their sa1crt (retention time) = 0.63 minutes (range: 0.57 to 0.61) on quality control (qc) on the g8 instrument. The column count was 1300 injections and the flow factor (ff) was 1.21 ml/min. The technical support specialist (tss) advised the customer to run the pump pressure and to inspect for any signs of a leak. No leaks were found. Tss advised the customer to remove any air from the system via the waste valve. There was no pressure change. Tss also advised the customer to adjust the ff as high as 1.27 ml/min and sa1crt= 0.62 mins. The customer is unable to run patient samples on hba1c. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The uptake check valve was returned for investigation to the instrument service center (isc). Functional testing of the returned part confirmed the reported error. The valve caused the retention time to be out of specification. The check valve purge was returned for investigation to the instrument service center (isc). Functional testing of the returned part confirmed the reported error. The error was duplicated.